Event description:
It was reported during an endoscopic vein harvesting the physician assistant was clipping vessels with the al326. When retracting after clipping, the clip would not release from the applier. Which resulted in the clip coming off the vessel. Repeated efforts with this device continued with the same results. A new al326 was opened and functioned properly. As a result of this delay , it was necessary to convert to an open procedure to complete the vein harvesting. The device was not saved.